Event description:
It was reported that during a biliary stenting procedure, resistance was encountered, and deployment difficulties and sheath damage occurred. The lesion was located in the papilla. A 0.035 jagwire guide wire was placed. Resistance was encountered upon advancing the 7fr/7cm flexima biliary stent delivery system (sds) to the lesion. Upon attempting to retract the sheath for deployment, the sheath was unable to be retracted and force was applied at which time the inner sheath became stretched and the stent was unable to be deployed. The sds was removed and another of the same device was used to successfully complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.